Event description:
The customer called technical support (ts) and reported the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that there is misalignment in the touch position. Since it was not resolved by calibrating the touchscreen, the touchscreen will need to be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The fi technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. Verified the resistance measurements are out of specification. Faults are found on this returned touchscreen.